Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. B1, b5, h1: the initial complaint was reviewed and found not reportable. The complainant part changed part families and is no longer considered reportable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: sri assessment: the issue could not be confirmed, the instruments appeared functional and could be connected appropriately to standard instruments. Per the lot number recorded the instrument was first released in 2016. No other complaints were identified against this product code that relate to handle interfaces. The mechanical feature related to the complaint is equivalent to the comparator instrument. The products were removed from circulation and will be quarantined during the investigation period. Based on the investigation, the need for corrective action is not indicated. No patient harm was recorded. A review of the receiving inspection (ri) for stealth igs adaptor was conducted identifying that lot number enz290616 was released in 3 batches. - batch1: lot qty of (B)(4) units were released on 14sep2016 with no discrepancies. - batch2: lot qty of (B)(4) units were released on 14sep2016 with no discrepancies. - batch3: lot qty of (B)(4) units were released on 14sep2016 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Customer quality investigation: the complaint device was not received for investigation. The following investigation is based on the image(s) provided. The image(s) was reviewed, and the complaint condition could not be confirmed since the device could not be tested functionally. The images display no device related issues. Since the device was not returned, a dimensional inspection and a functional test were not able to be performed. A definitive assignable root cause could not be determined based on the provided information. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unknown insertion instrument/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that prior to a procedure on (B)(6) 2020, the suretrack array looked bent. The scout nurse confirmed that it was bent. Another probe was loaded with a clamp and the navigation array was attached to it. At the end of the case, the scrub was not able to detach the adaptor from the poly driver shaft. Cssd was able to detach the instruments. This report is for an unknown insertion instrument. This is report 1 of 1 for (B)(4).